Event description:
Inbound. Patient reported cadd legacy pump alarming no disposable with cassette but was able to troubleshoot and restart pump with same cassette and pump. No cassette lot number available. States this has been a weekly issue. No further details provided.